Manufacturer narrative:
Device not returned, followed up with company rep.

Event description:
It was reported that a pt enrolled in a post-market clinical study underwent an x-stop procedure at l4/l5. Subsequent decompression will be scheduled on (B) (6) 2010 to relieve leg pain. It is not clear from the operative report that the device was removed or repositioned, however, removal is noted in the discharge summary of another provider. No add'l info was reported.